Event description:
It was reported that upon inspection on an unknown date, the devices were found to have issues and required replacement. There was no patient involvement. Upon inspection on august 18, 2023, it was noted that the tip of the ball tip feeler was broken, and the tip of the xpdm quick-con si poly scwdrvr was stripped. This report involves one expedium spine system quick connect si poly driver. This is report 2 of 2 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: only the event year is known. E3: reporter is (B)(6). H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the distal tip of the xpdm quick-con si poly scwdrvr was stripped. Additionally, the device shows an overall worn appearance consistent with normal and repetitive use for over 13 years. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection for the xpdm quick-con si poly scwdrvr was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the xpdm quick-con si poly scwdrvr would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a review of the receiving inspection (ri) for the xpdm quick-con si poly scwdrvr was conducted identifying that lot number 1009mi was released in five batches: ¿ batch1: (B)(4) was released on 10/28/2009 with no discrepancies. ¿ batch2: (B)(4) was released on 02/03/2010 with no discrepancies. ¿ batch3: (B)(4) was released on 10/15/2009 with no discrepancies. ¿ batch4: (B)(4) was released on 10/27/2009 with no discrepancies. ¿ batch5: (B)(4) was released on 10/28/2009 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this instrument that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.